Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use the video system center had communication error e226. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h3, h6 the device collimator holder was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: collimator holder pushed in and broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since only the collimator holder was returned, it is presumed that the issue occurred due to communication errors with the camera head caused by the receiver (rx) module (video connector connection side) falling off after the internal part (collimator holder) of the otv-s700 was broken. The cause of the broken internal part (collimator holder) could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.